Manufacturer narrative:
The coil was returned in three broken pieces and confirmed the coil's implant was separated from the pushwire at the detachment zone. Based on the device evaluation. It is likely repositioning the coil caused the coil to stretch and broke. The instructions for use (IFU) warns that maneuvering and repositioning the coil may occasionally cause stretching which is a precursor to other malfunctions such as breakage.

Event description:
It was reported while deploying the coil, the physician did not like the positioning of the coil and decided to redeploy the coil. On the third attempte, the coil became tangled and while pulling it back into the catheter, the coil stretch and broke at the detachment zone. Physician was able to retrieve all the broken pieces of the coil. No pt injury reported.